Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an auto off alarm in the morning and the blood glucose level was 64 mg/dl. The customer stated that the pump basal rates are still be adjusted and was the suspected cause of the low bg. Breakfast was to be consumed to address the low bg. Tandem technical support educated the customer on how the pump's auto off feature works. The customer acknowledged the information.